Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located on the belt clip rails found on (B)(6) 2021. The pump was received with missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer. The following were noted during physical inspection: missing retainer, scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, pillowing keypad overlay, missing reservoir tube o-ring, and broken belt clip rails. Cosmetic damage on the belt clip rails is confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump clip rail had broken off. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.